Manufacturer narrative:
The device evaluation is ongoing and it was found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6 and h10 corrected fields: g2 (other and country should remain blank) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " objective lens with foreign material " was caused by since leak failure occurred in the channel tube, reprocessing could not be completed and the foreign material remained in the objective lens. The event can be detected/prevented by following the instructions for use which state: we checked the instruction manual at the time of product shipment and found the following chapters for reprocessing. Chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd olympus will continue to monitor field performance for this device.